Event description:
It was reported a problem with low augmentation occurred during balloon pumping. The pt was transferred to another MFR's intra-aortic balllon pump without further incident. There were no pt complications involved. No further details are available. The bio-med dept at the user facility evaluated the balloon pump. They were unable to duplicate any problems associated with the low augmentation problem. The pressure was set for 200 mmhg. A full preventative maintenance was performed including 2500 hr part replacement at which time they received a "volume loss" alarm. An attempt to purge the system resulted in an "insufficient vacuum" message. An intermittent connection (tb5) on the dc monitor control board had caused the compressor to shut off. The connector was resoldered and the problem could not be duplicated. It was indicated the pressure was set for 200 mmhg. The operating manual discusses the pressure gauge and indicates settings between 225mmhg-300mmhg for optimal inflation characteristics.